Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: lower uterine wall") and embedded device ("migration of essure device location of device: lower uterine wall") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's past medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, pregnancy and grand multiparity. Previously administered products included for an unreported indication: depo provera and anticholinergics. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea and shoulder pain. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal discharge ("chronic vaginal discharge"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and stress ("emotional stress"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, vaginal discharge, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue and stress outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, stress, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs+mr received- new event apareunia (inability to have sexual intercourse), depression, mental anguish, bladder problem, urinary problem, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain, emotional stress, the plaintiff did not undergo an essure confirmation test were added. Pt of device dislocation changed to device expulsion.reporter, patient information, historical medication, concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not found") and embedded device ("migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not noted") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, multigravida and grand multiparity. Previously administered products included for prevent pregnancy: birth control pills from 2000 to 2003; for an unreported indication: birth control pill from 2005 to (B)(6) 2009, anticholinergics and depo provera. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea and shoulder pain. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2009 for contraception, celecoxib (celexa) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and sertraline since (B)(6) 2011 for depression and anguish as well as nsaid's, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder pain ("bladder problem/ bladder pain"), urinary incontinence ("urinary problem/ urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("chronic vaginal discharge") and fatigue ("fatigue"), 1 year 4 months after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and stress ("emotional stress"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, vaginal discharge, female sexual dysfunction, depression, anxiety, bladder pain, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, stress, alopecia, menorrhagia and vaginal haemorrhage outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, stress, urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Discrepancy: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? No if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Most recent follow-up information incorporated above includes: on 14-jan-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Events onset date, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not found") and embedded device ("migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not noted") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's past medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, multigravida and grand multiparity. Previously administered products included for prevent pregnancy: birth control pills from 2000 to 2003; for an unreported indication: birth control pill from 2005 to (B)(6) 2009, anticholinergics and depo provera. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea and shoulder pain. Concomitant products included nsaid's, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder pain ("bladder problem/ bladder pain"), urinary incontinence ("urinary problem/ urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal discharge ("chronic vaginal discharge"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and stress ("emotional stress"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, vaginal discharge, female sexual dysfunction, depression, anxiety, bladder pain, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, stress and alopecia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, stress, urinary incontinence and vaginal discharge to be related to essure. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Discrepancy: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received. Reporters information were updated. Historical drugs, concomitant drug were added. Events: hair loss were added. Events: bladder disorder and urinary tract disorder were updated to bladder pain and urinary incontinence. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not found') and embedded device ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not noted') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, multigravida and grand multiparity. Previously administered products included for prevent pregnancy: birth control pills from 2000 to 2003; for an unreported indication: birth control pill from 2005 to (B)(6) 2009, anticholinergics and depo provera. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea, shoulder pain, stress and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2009 for contraception, celecoxib (celexa) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and sertraline since (B)(6) 2011 for depression and anguish as well as ibuprofen since (B)(6) 2009, medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2009, nsaids, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("chronic vaginal discharge") and fatigue ("fatigue"), 1 year 4 months after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced bladder pain ("bladder problem/ bladder pain") and urinary incontinence ("urinary problem/ urinary incontinence"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), stress ("emotional stress"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, vaginal discharge, bladder pain, urinary incontinence, abdominal pain and urinary tract infection had resolved and the female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, stress, alopecia, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, post procedural complication, stress, urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Discrepancy: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? No if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No patient received treatment for pain and migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not found') and embedded device ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not noted') in a 29-year-old female patient who had essure (batch no. 646014, 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, multigravida, grand multiparity and abdominal adhesions. Previously administered products included for prevent pregnancy: birth control pills from 2000 to 2003; for an unreported indication: birth control pill from 2005 to (B)(6) 2009, anticholinergics and depo provera. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea, shoulder pain, stress and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2009 for contraception, celecoxib (celexa) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and sertraline since (B)(6) 2011 for depression and anguish as well as ibuprofen since september 2009, medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2009, nsaids, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In february 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("chronic vaginal discharge") and fatigue ("fatigue"), 1 year 4 months after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced bladder pain ("bladder problem/ bladder pain") and urinary incontinence ("urinary problem/ urinary incontinence"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), stress ("emotional stress"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, vaginal discharge, bladder pain, urinary incontinence, abdominal pain and urinary tract infection had resolved and the female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, stress, alopecia, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, post procedural complication, stress, urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Discrepancy: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? No if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No patient received treatment for pain and migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-apr-2021: mr received. Reporter information, patient's medical history and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not found') and embedded device ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not noted') in a 29-year-old female patient who had essure (batch no. (646014-inv), 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, multigravida, grand multiparity and abdominal adhesions. Previously administered products included for prevent pregnancy: birth control pills from 2000 to 2003; for an unreported indication: birth control pill from 2005 to (B)(6) 2009, anticholinergics and depo provera. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea, shoulder pain, stress and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2009 for contraception, celecoxib (celexa) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and sertraline since (B)(6) 2011 for depression and anguish as well as ibuprofen since (B)(6) 2009, medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2009, nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("chronic vaginal discharge") and fatigue ("fatigue"), 1 year 4 months after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced bladder pain ("bladder problem/ bladder pain") and urinary incontinence ("urinary problem/ urinary incontinence"). In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), stress ("emotional stress"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, vaginal discharge, bladder pain, urinary incontinence, abdominal pain and urinary tract infection had resolved and the female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, stress, alopecia, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, post procedural complication, stress, urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Discrepancy: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? No if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No patient received treatment for pain and migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Lot number reported 646014 is not valid. Lot number: 641415 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not found') and embedded device ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not noted') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, multigravida and grand multiparity. Previously administered products included for prevent pregnancy: birth control pills from 2000 to 2003; for an unreported indication: birth control pill from 2005 to (B)(6) 2009, anticholinergics and depo provera. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea, shoulder pain, stress and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2009 for contraception, celecoxib (celexa) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and sertraline since (B)(6) 2011 for depression and anguish as well as ibuprofen since (B)(6) 2009, medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2009, nsaids, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("chronic vaginal discharge") and fatigue ("fatigue"), 1 year 4 months after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced bladder pain ("bladder problem/ bladder pain") and urinary incontinence ("urinary problem/ urinary incontinence"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), stress ("emotional stress"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, vaginal discharge, bladder pain, urinary incontinence, abdominal pain and urinary tract infection had resolved and the female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, stress, alopecia, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, post procedural complication, stress, urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Discrepancy: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Patient received treatment for pain and migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events uti, chronic vaginal discharge, bladder problem/ bladder pain, urinary problem/ urinary incontinence and abdominal pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not found') and embedded device ('migration of essure device location of device: lower uterine wall/migration of essure device location of device: right coil not noted') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included cesarean section, obesity, migraine, heavy periods, micturition frequency decreased, multigravida and grand multiparity. Previously administered products included for prevent pregnancy: birth control pills from 2000 to 2003; for an unreported indication: birth control pill from 2005 to (B)(6) 2009, anticholinergics and depo provera. Concurrent conditions included stress incontinence, coughing, coughing, sneezing, urinary frequency, nocturia, headache, bladder pain, vaginal bleeding, constipation, irritability, dizziness, numbness, seasonal allergy, tingling, hair loss, nausea, shoulder pain, stress and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to october 2009 for contraception, celecoxib (celexa) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2011 and sertraline since (B)(6) 2011 for depression and anguish as well as ibuprofen since (B)(6) 2009, medroxyprogesterone acetate (depo provera) since 2005 to (B)(6) 2009, nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("chronic vaginal discharge") and fatigue ("fatigue"), 1 year 4 months after insertion of essure. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced bladder pain ("bladder problem/ bladder pain") and urinary incontinence ("urinary problem/ urinary incontinence"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), stress ("emotional stress"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion and embedded device had resolved, the vaginal discharge, female sexual dysfunction, depression, anxiety, bladder pain, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, stress, alopecia, menorrhagia, vaginal haemorrhage, urinary tract infection and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, post procedural complication, stress, urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:the uterine cavity was visualized and was found to be within normal limits. The ostia were identified bilaterally. Attention was directed to the left ostium. The essure device was inserted into the ostium and was subsequently deployed. Three coils were noted to be coming from the site. In a similar fashion, the right ostium was identified. The essure device was inserted and partially deployed. Because of the partial deployment of the device, the essure coils were removed with the operative grasper and the essure device reinserted and deployed and no coils were seen from right ostium. Discrepancy: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? No if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, female sexual dysfunction, fatigue, abdominal pain, dyspareunia, vaginal discharge. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication, uti. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge ("chronic vaginal discharge"). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the device dislocation and vaginal discharge outcome was unknown. The reporter considered device dislocation and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.